Event description:
Healthcare professional reported capsular contracture baker grade iii, "separation of up to 2.6 cm between the muscle ventricles of the rectus abdominis", "umbilical hernia with 0.5 cm hernial ring and adipose content, reducible during examination, with hernial sac measuring around 0.5 x 0.6 cm" confirmed via ultrasound, "multiple folds in the elastomer, rounded morphology and intense enhancement of the fibrous capsule, more evident on the left", "small amount of peri implant fluid" and "globose and prominent lymph nodes in the internal thoracic chains, larger on the left, measuring up to 2.0 x 0.8 cm, probably reactional" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ varied injuries: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ other - medical: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii, "separation of up to 2.6 cm between the muscle ventricles of the rectus abdominis", "umbilical hernia with 0.5 cm hernial ring and adipose content, reducible during examination, with hernial sac measuring around 0.5 x 0.6 cm" confirmed via ultrasound, "multiple folds in the elastomer, rounded morphology and intense enhancement of the fibrous capsule, more evident on the left", "small amount of peri implant fluid" and "globose and prominent lymph nodes in the internal thoracic chains, larger on the left, measuring up to 2.0 x 0.8 cm, probably reactional" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, and capsular contracture, baker grade iii.